Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Biomed called in for support on error code 800-8000, which is a software fault will need to reflash software on unit if flash fails next step ios replace logic board on unit, also explain to customer the 8015 4.7 unit we no longer support eol affect jan. 2019 customer is aware of it. Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: 800-8000 error code on 8015 4.7 unit. Will need to reflash software on unit if flash diof gfails has a logic board will need to be replace on unit.